Manufacturer narrative:
Follow-up #1: date of submission 24-jul-2018 device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: during investigation, moisture was found behind the display lens. No damage was found to the returned battery cap. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. No moisture/corrosion was observed in the battery compartment. The returned battery cap fully attached to the pump. The pump had vibratory and auditory alarms with a blank display screen. A leak test failed due to a battery compartment leak. The pump cover was removed to find moisture ingress on the printed circuit board and internal components..

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.